Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-apr-24. The hcp indicated that the patient had complained of the ins placement from the start. The pocket revision took place on (B)(6) 2019. Additional information was received from the patient on (B)(6) 2019. The patient elaborated that they noticed the issue the night after being implanted. The patient noted it being a pinching, burning, and very uncomfortable. They couldn¿t sit on the right side of their butt. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was positioned too low; the patient felt like they were setting/sitting on the ins at time. No symptoms were reported. The rep did not know the cause of this issue. A pocket revision was performed, which entailed moving the ins up into the right flank area. The issue was resolved. No further complications were reported or anticipated.